Manufacturer narrative:
The reported events of noise and ¿suspected fracture or leakage¿ was confirmed. As received only the distal end of the lead was received for analysis. Final analysis found that the insulation was abraded at 38.3 cm to 38.6 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed noise due to fracture on the atrial lead. The physician elected to explant and replace the lead. There were no patient consequences.